Event description:
The surgeon needed a drainage at the incision site 2 weeks post-op for infection. The surgeon revised the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch reviews performed on 15 october 2025: stem: amistem-p collared 01.18.431 amistem-p collared std. Size 1 (k173794) lot: 2434824: (B)(4) items manufactured and released on 16-apr-2025. Expiration date: 2030-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch reviews performed on 15 october 2025: liner: versafitcup dm 01.26.2846mhc double mobility hc liner ø28/dmc (k241767) lot: 2338169: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m (k112115) lot: 2513905: (B)(4) items manufactured and released on 11-jun-2025. Expiration date: 2030-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.